Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when entering a blood glucose (bg) value into the bolus screen, the pump returned back to the main bolus screen after the second digit has been entered. Reportedly, the two numbers that were selected are then displayed on the bolus screen under the bg section. Troubleshooting was performed and verified that the pump was functioning as intended; however, the customer reported that the issue continued to occur. Although requested by tandem technical support, the customer declined to provide additional information. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.